Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will info FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/reporter contacted lifescan alleging that a one touch ultra meter was displaying a battery indicator symbol. The reporter indicated that the alleged meter issue started on two days earlier. After the meter issue began, the pt reportedly developed symptoms of sweating on an unspecified date/time. The pt did not take any actions related to diabetes treatment as a result of the alleged meter issue. The pt denied receiving medical intervention and was not tested on another device. The meter's battery was not replaced according to the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt developed symptoms which can be suggestive of hypoglycemia after the alleged meter issue started.